Event description:
Laerdal medical received a report from a user that a pt (detalis unk) could not be shocked by a hs3000 defibrillator using a laerdal 920602 pt cable. There was no ECG and the hs3000 would not analyze. The pt was transported to an ambulance where a vp rhythm was detected. After the pt arrived at the hosp one defib shock was delivered but the pt was later pronounced.